Manufacturer narrative:
The break out box was returned to the manufacturer for analysis. It was reported that physical damage to the break out box at the foot switch port. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacture representative went to he site to test the equipment. It was reported that the panel b break out box was replaced. The system was then functioning as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: cable 9733580, internal break-out box. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported there was intermittent tracker visibility. The site was having issues with the system loosing connection or visibility to the microscope tracker. It was stated that the this was intermittent and didn't happen all the time. He had re-seated the cables from the I/o panel to the computer and io hub and also checked the led lights. Unknown if patient was present. Unknown delay if there was a case. It was noted that this only happens with this system and not the others on site. No errors in the ndi event log. Instrument b is loose, shipping breakout box.